Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy, during the 3rd firing and the subsequent firings, the device did not fire properly. It was hard for the surgeon to engage to fire once the safety was released or fire at all. Another handle and reload were used to complete the case. There was no patient injury, but the device cracked and kicked back a bit on the surgeon¿s thumb.